Event description:
On (B)(4) 2014 the reporter contacted animas alleging that the patient¿s blood glucose (bg) dropped to 29mg/dl with dizziness, shaking, and paleness, and the pump was out of insulin. The reporter stated that there should have been insulin still in the pump and there was no explanation for why the cartridge was empty. The patient was reportedly treated with oral carbohydrates to bring bg back up. At the time of the call to animas, the patient¿s bg was reportedly 111mg/dl and the patient was stable. Additional follow up indicated that the patient may have given herself 45 unintended units of insulin during priming. The reporter noted that she did not think the patient had disconnected during priming. The reporter was unsure why the patient had primed. A review of the alarm history showed an empty cartridge alarm occurred after the prime. The reporter contacted animas again on (B)(6) 2014 to complete troubleshooting. A review of the prime history showed the following primes on (B)(6) 2014: a 0.6unit prime at 11:39am, a 19.7unit prime at 11:40am, and a 45.7unit prime at 11:41am. The alarm history indicated an empty cartridge alarm occurred following the primes. The reporter denied that the patient would have completed these prime steps and was concerned that the pump delivered the multiple primes without user intervention. The patient was reportedly off the pump and on injections at the time of follow up. The reporter did not have confidence placing the patient back on the pump. The reporter confirmed that no further bg excursions had occurred once bg was back to target. This complaint is being reported based on the allegation that the patient experienced hypoglycemia related to large prime amounts allegedly being delivered without user intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: a review of the black box showed a reboot on (B)(6) 2014 followed by ¿pump not primed¿ warnings. A review of the prime history for (B)(6) 2014 verified a 45.79unit prime at 11:41am and a 19.79unit prime at 11:40am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully. Prior to the prime step, the pump appropriately displayed the visual alert ¿be sure the set is disconnected from your body¿. The pump was exercised for 24 hours with no prime issues occurring. The pump passed flow accuracy testing and was found to be delivering within required specification. The force sensor calibration was found to be within specifications. No defects were found on investigation; the complaint of the pump priming without user intervention could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.